Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window, minor scratches on the lcd window, cracked casing at a display window corner, stained end cap sticker, and a loose/flush drive support cap. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump had a crack on the reservoir chamber window and on the bottom of the reservoir in the direction of the motor. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.